Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4). Device not available.

Event description:
Halyard received a single report that referenced four different incidents, which were associated with separate units, involving four different patients. This is the second of four reports. Refer to 2026095-2017-00020 for the first patient. Refer to 2026095-2017-00022 for the third patient. Refer to 2026095-2017-00023 for the fourth patient. Fill volume: 600 ml, flow rate: 4 cc each side, procedure: pectus excavatum repair (pex), cathplace: posterior, away from incision site. A literature article was received from the journal of pediatrics entitle "surgical site infection related to use of elastomeric pumps in pectus excavatum repair. Lessons learned from root cause analysis." The article detailed patients who developed surgical site infections associated with the use of halyard health elastomeric homepumps and catheters. Of the patients who developed the surgical site infections, 2 grew staphylococcus epidermidis, 1 (B)(6), and 1 pseudomonas aeruginosa. ¿silver-coated wound catheters were introduced before closure of the surgical wounds¿and the wound catheter was then fixed to the thoracic wall.¿ those with the surgical site infections were specified as have postoperative pain, fever, itching, wound breakdown, and skin rashes. The article noted that an increase over baseline was found during the initial review of surgical site infections for patients that had an elastomeric pump placed.